Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an unknown abdominal aortic aneurysm on an unknown date. Vessel morphology at the time of implant is unknown. Vessel morphology was reported as there was moderately to severe tortuosity in the iliac limbs. The patient presented emergently with abdominal pain. A recent CT revealed that the talent stent graft had migrated distally 4 cm with a proximal type I endoleak and a contained ruptured aneurysm. There was disease progression with aortic neck dilatation. It was reported that the physician implanted an endurant aortic cuff 32x32x49 and the type I endoleak and migration were resolved but the left renal artery was partially occluded. There was still good blood flow therefore there was no intervention. The patient will be monitored by the physician. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion), unapproved use of device (treatment of a ruptured abdominal aortic aneurysm), (cause of event is unknown); evaluation, conclusion: off label, unapproved or contraindicated use (treatment of a ruptured abdominal aortic aneurysm), (cause of event is unknown).